Event description:
Additional information received noted that the patient was recovering from the infection based on anti-biotic treatment post removal. It was unknown who would be following the patient in the future for urologic treatment.

Event description:
It was reported that post-implant the patient's pocket experienced flap necrosis. There was subsequent scabbing which the patient picked off exposing the ins. System removal was planned. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the cause of infection had not been determined and the device was completely removed.

Manufacturer narrative:
Lead model # 3889-28, lot # v831457, implanted 2011 (B)(6); programmer model # 3037, lot # njd141590n.